Event description:
It was reported that a homechoice device experienced an unknown system error alarm. The caregiver cycled the power on the device and the patient resumed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received; therefore, a sample analysis could not be completed. A device history record review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted.